Event description:
The dreamstation auto bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation and displayed error code: 4 (error 4: err_null_ptr). The device was scrapped by the service center after the evaluation was completed.